Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 350 mg/dl. Customer went to the emergency room and experienced diabetic ketoacidosis. Customer's mother advised the insulin pump also had no delivery alarm. Customer's mother advised they changed the site two times and still receive the no delivery alarms. Customer went into the emergency room wearing the insulin pump and had a bent cannula after changing the set.